Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter experienced diabetes ketoacidosis. The customer¿s blood glucose level was unknown mg/dl. The customer also reports blood at site. The customer states the infusion set was broken and also replacing guardian sensor due to fault of blood at site and calibration. The insulin pump will not be returned for analysis. (B)(4).

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2018.